Event description:
On the date of the report, the pump was revised and moved to a different location. The patient wanted the pump moved; the reason was unknown. The existing distal portion of the catheter was clamped with drug and they added a new 49cm piece to the proximal end without priming it. It was later reported that a bolus was done and the patient was fine following the procedure. The device system was delivering morphine. The reason for moving the pump and patient symptoms were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: 2003-(B)(6), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).